Event description:
The pt was admitted for a left ankle anteriolateral decompression (arthroscopic) with lateral capsule thermal shrinkage due to left ankle instability. The instruments used in the procedure were the arthrocare system 2000 with a 3.0mm capsure wand. The operation was completed and the physician noted blistering around the probe puncture site. There were three arthrocare system 2000 machines on site at the hosp. The hosp was unable to determine at the time of the investigation which machine was involved in the surgery. Therefore all three machines were pulled from sc for investigation and are listed in section "d".